Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's sister reported via phone call that they received no delivery alarm. The customer's blood glucose was unknown at the time of incident. Troubleshooting was done. The insulin did not exit during prime. The customer's sister was advised to perform plunger push. The insulin did exit during plunger push and manual prime. The reservoir will not be returned for analysis.